Manufacturer narrative:
(B)(4). The device was received operative and in good condition at the product analysis lab (pal). The device passed the functional test and was found to meet functional performance specifications. The cause of the increased intraperitoneal volume (iipv) was identified as insufficient drain due to a use error; a low drain volume alarm was inappropriately bypassed. A review of the device's history record was performed and no issues were identified that may have contributed to the iipv. A service history review revealed that no issues that may have contributed to the iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration (uf) reading was 1995 ml, indicating the home patient (hp) drained 1995 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was 4495 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. During a follow up with the nurse, product surveillance notified the nurse of the iipv found during evaluation of the hc cycler. The nurse reviewed the chart and verified that the hp did not report any issues on or after the occurrence date of the iipv found. Per nurse, hp is doing fine and continuing therapy without issue. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.